Event description:
It was reported that during a prostate procedure at 325,000 joules of use and 32 minutes, "lost efficiency" was observed. The fiber tip (cap) was cleaned during the procedure. The case was completed with an alternate procedure (turp). Patient outcome: "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on metal surface, and indication of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits signs of abrasions. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.